Event description:
It was rpeorted that the customer was hospitalized for hyperglycemia. The customer just changed out the set prior to the event. Troubleshooting was performed and the pump passed the functional tests. It was indicated that the pump was working as designed and was educated on the two hbg rule.